Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that patient noticed a clicking sound in their knee, x-ray revealed the locking mechanism wire on the triathlon insert had broken. Surgeon implanted a new insert.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding fracture of the insert locking wire involving a triathlon insert was reported. The event was not confirmed. Conclusion: the reported insert was revised after the patient noted a clicking sound and an x-ray revealed that locking wire of the insert was broken. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient noticed a clicking sound in their knee, x-ray revealed the locking mechanism wire on the triathlon insert had broken. Surgeon implanted a new insert.